Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 000mcg/ml at 1800mcg/ay via an implantable pump. On (B)(6) 2020 it was reported that at the pump replacement, the physician opened the pump pocket and it was full of pus. The pump was removed and not replaced. The patient was in the ICU (intensive care unit). The reporter was inquiring about dosing/managing the patient orally because he was on a high it (intrathecal dose) and there was concern with withdrawal. Additional information received the same day from another reporter who stated that the patient was in for normal eol(end of life) replacement. The pocket had purulent drainage and no replacement was made. Cultures were acquired and the system explanted. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Per this reporter, the brand of baclofen being delivered was noted as lioresal. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported they did not the results of the cultures or the patient's weight. It was noted the physicians were all aware. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a drug partner reported the patient was on 1800 mcg/day dose, therefore she is quite concerned about potential withdrawal symptoms. They have started the patient on 60 mg of baclofen po q4 hours and oral valium q6 hours. The dose was not lowered and it was unknown if the issue resolved.